Event description:
Headsurgeon reported via our sales rep, that it was not possible to place the screws within the holes of the plate. Different plate and screws were used without any problem.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.